Manufacturer narrative:
(B)(4). As a sample was not returned, a complete device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported damage could not be verified and a cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the white twist sleeve of the transfer set made crunching noises when handled and did not close properly. The transfer set had been on the patient, but was replaced and discarded. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.